Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead (B)(6) 2003; 4193 implantable pacing lead (B)(6) 2003. No evaluation other description: device not yet received by manufacturer. (B)(4).

Event description:
It was reported that there was noise, high impedance and high capture threshold on the right ventricular lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.